Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast prosthesis implantation surgery with a 500cc artoura breast tissue expander on the left breast, suffered left breast implant deflation, post-procedure. As a result, the patient underwent bilateral removal on (B)(6) 2020 and replacement with the following devices: (left) 595cc mentor memorygel breast implant catalog: shpx595 lot: 7738926 sn: (B)(4) and (right) 595cc mentor memorygel breast implant catalog: shpx595 lot: 7727815 sn: (B)(4).

Manufacturer narrative:
On july 13, 2020, the product investigation was completed. Device investigation summary: upon visual evaluation of the device, a tear was observed at the union between shell and suture tab at 6 o'clock position. Microscopic examination was performed, and the cause of the rupture could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).